Event description:
The customer reported the system was giving a high voltage error and will not make exposures. The fse noted the sys displayed a precharge voltage error message at boot up. This error will likely prevent the system from booting. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The batteries were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.